Event description:
Surgeon reports post-operative vitritis which delayed visual recovery. The vitristis was treated with intravitreal antibiotics and resolved by 3 months post-operative. Current visual acuity is 20/30 with reported best va prior to event at 20/200. The surgeon believes the lens may have malfunctioned as he has no other explanation for the vitritis.